Event description:
Nurse was running propofol into manifold system that is to have check valves and the propofol immediately infused into the last port on the right at the patient's end then slowly infused into the preceding ports. No harm to patient.